Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent an open repair of an incisional hernia, the patient's hernia was repaired with a composix kugel patch. (B)(6) 2015 - the patient underwent an additional surgery to repair recurrent incisional hernia after the composix kugel patch failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with multiple incarcerated incisional hernias at previous pancreatectomy site and underwent open repair with mesh. Per operative notes "the hernia sac was opened and a small portion of the omentum was strangulated, necrotic. We identified multiple hernias on either side of the midline. We chose a composix kugel mesh double sided with the gore-tex portion facing the inside of the abdomen and the polypropylene portion against the abdominal wall and attached".   (B)(6) 2014 - patient visited hospital due to chronic pain and implanted with intrathecal pump. (B)(6) 2015 - patient was diagnosed with pain, recurrent incarcerated ventral incisional hernia and underwent open repair with mesh. Per operative notes ¿three recurrent ventral incisional hernias (all less than 1 cm) were encountered at where the old mesh (composix kugel) had curled up in the superior left abdomen. We repaired the hernia defect by placing synthetic mesh. There was approximately 5 cm overlap in all directions, including overlap inferiorly to the old mesh". (B)(6) 2018 - patient was diagnosed with abdominal wall abscess posterior to the left rectus sheath, ventral hernia without obstruction and underwent repair. Per operative notes ¿a 5 cm pocket was encountered. This was copiously irrigated and a moderate amount of debris was obtained¿. (There was no mention of any meshes during the procedure). Attorney alleges that the patient had pain and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced a hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided, to correct the expiry date and manufacturing date. Based on the additional information received, no conclusions can be made. Per medical record provided patient was diagnosed with recurrent hernia and underwent repair with implant of non-bard/davol mesh. Per op notes ¿the old mesh (composix kugel) had curled up in the superior left abdomen¿. About 2.5 years later, patient was diagnosed with abscess.in regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh". Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced a hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent an open repair of an incisional hernia, the patient's hernia was repaired with a composix kugel patch. On (B)(6) 2015 - the patient underwent an additional surgery to repair recurrent incisional hernia after the composix kugel patch failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.